Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 285 mmol/l. The repeat result was 137 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
On 30-aug-2022 the field service engineer (fse) replaced the gear pump, manually decontaminated the flow path, and the reagent, sipper, and sample probes. These were rinsed multiple times and primed. The ise electrodes were conditioned and calibration was successful. The fse processed 40 samples with pooled serum and the results were acceptable. The investigation is ongoing.

Manufacturer narrative:
The evaluation conclusion code was updated.